Event description:
It was reported that during a laparoscopic thyroidectomy procedure, the blade broke off and was retrieved with tissue clamp. Another like device was used to complete the procedure. There was no pt consequence.